Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia. The customer blood glucose level was 27.7 mmol/l at the time of incident. Customer stated that the insulin pump had insulin flow block alarm. Customer stated insulin did not exit at the quick release. The device will be not returned for analysis.